Event description:
It has been reported to philips that during procedure the wireless footswitch could not be used and the wifi indicator was flashing red. No harm to the patient has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the wireless footswitch lost the wireless connection. A philips service engineer re-established the wireless connection by resetting the base station. Philips has confirmed that the reported failure is due to a connectivity issue. Due to a firmware bug the wireless foot switch can suddenly stop responding when a number of ambient conditions coexist, such as emc disturbance and the presence of other wireless devices in the room. Philips has initiated a medical device correction (2021-igt-bst-020) updated codes based on investigation.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction and removal (3003768277- 2021/10/29-004-c). The reported event occurred prior to completion of the correction and removal 3003768277- 2021/10/29-004-c, which addresses the causes associated with the reported malfunction.

Event description:
It has been reported to philips that during procedure the wireless footswitch could not be used and the wifi indicator was flashing red. No harm to the patient has been reported to philips. Philips has started an investigation of this complaint.